Event description:
In 2004 pt tested their blood for sugar and found that it was high. They increased their humalog insulin but the level did not come down. They did a calibration test using the control solution and the result was normal. They tried changing the set and the site. They increased the insulin and did a treadmill exercise. They found out that they needed to increase their insulin intake. They began vomiting, feeling nauseated and having burning sensation in their body. They contacted the manufacturer who has not responded.